Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On feb 13th 2020, senseonics was made aware of a adverse event where user had a early sensor removal due to sensor inaccuracy.

Manufacturer narrative:
Based on the investigation, it cannot be determined if the sensor 129888 would have eventually failed - the performance was improving at the time of explant. Malfunction was not confirmed. H6 method code was updated to 10. H6 results code was updated to 213. H6 conclusions code was updated to 67.

Event description:
On (B)(6) 2020,senseonics was made aware of an instance where user had a early sensor removal due to sensor inaccuracy.